Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An area technical operations manager (atom) reported a burnt power cord noted from the dialysis machine. There was no patient involvement reported. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
An area technical operations manager (atom) reported a burnt power cord noted from the dialysis machine. There was no patient involvement reported. Additional information was requested.